Event description:
It was reported that the md placed the catheter in the pt's femoral vein. He then attempted to place an arterial line by separating the catheter from the integral needle using the seldinger technique, with components left over from the triple lumen kit. This catheter was placed in a vein, not the artery. He left this catheter in the vein & attempted another arterial line. Again, he separated the catheter from the integral needle/catheter, using components left from the triple lumen kit & placed the catheter in the femoral artery. At this point md went to remove the catheter placed in the vein, felt very little resistance, and the catheter broke leaving approximately one inch inside the pt. As a result, the piece was removed in the cath lab.

Manufacturer narrative:
In 11/1 update: follow-up from the sales rep stated the catheter piece was snared from pt. No surgery was required. A follow-up report will be filed if additional information becomes available.